Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) on 2018-05-16 reporting that stimulator system provided complete pain relief in the lower back and legs. The explanted generator was sent to surgical pathology at the hospital for disposal. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had poor/no telemetry with recharging and had poor communication. It was reported that their recharger (insr) wasn¿t working anymore. The patient stated that their recharger can¿t locate the ins. They stated that the last time they were able to successfully charge the device, they were able to charge it up half way about two to three weeks ago. However, it was also indicated that their last successful charging session was more than one to three months ago. The patient stated that they were only able to charge halfway and then the recharger overheated. The patient stated that the temperature screen came on after charging for three hours. It was reported that this occurred about a month ago. They indicated that they were charging in a chair with the recharge antenna on their back. It was reviewed to charge in well ventilated areas. The patient stated that they figured that is why the recharge antenna was heating up. They stated that they let the antenna cool off and then were able to use it on and after that. The patient stated now beginning about two weeks ago (2017), the recharger couldn¿t find the ins and they were getting the reposition antenna screen and they tried several times to move the antenna. They noted that it takes them five to six hours to fully charge. On the call they also tried to reposition the antenna over the ins. Patient services inquired if the patient was able to connect with their patient programmer and the patient stated that they saw the poor communication screen on the patient programmer for a couple of weeks now (2017). Patient services reviewed that they suspected their device was overdischarged. It was noted that patient services was going to send a replacement recharge antenna at first, but after doing further troubleshooting they directed them to see their healthcare provider first to have their device checked before replacing the antenna. Additional information received from the healthcare provider indicated that the patent¿s device was electronically analyzed, and the battery appears to be dead. They noted that the battery could not be recharged after a one-hour recharge attempt. They stated that the patient will follow-up with their pain clinic for further recharging attempts after their upcoming hernia surgery. Additional information was received from the patient. It was reported that the patient's ins was replaced on (B)(6) 2018 because it "went dead." No further complications are anticipated.